Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had blank display issues along with unexpected restart and spanish software alarms. The customer's blood glucose level at the time of incident was 101mg/dl. Troubleshoot was conducted and the display did not return. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was monitored and passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No unexpected restart, flash crc, blank display or constant tone was noted during testing. The pump had a displayable history crc alarm in the alarm history screen due to a corrupted history file. No physical damage was noted during visual inspection.